Manufacturer narrative:
The pump was not returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the kidney impairment was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and hematuria, and lab results indicative of kidney impairment. The impella was explanted and replaced with an impella 5.5.